Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 400 mg/dl). During troubleshooting with tandem technical support, it was found that the pump time was inaccurate. Reportedly, the pump time was set inaccurate. Tandem technical support guided the customer through adjusting the pump time. Customer delivered additional insulin to address elevated bg levels.